Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plunger did not return to neutral position as expected when performing the cartridge air removal step. Reportedly, the customer changed the syringe and needled to resolve the issue. There was no impact to customer¿s blood glucose.